Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a device procedure on (B)(6) 2019, the physician wanted to know the performance of the recalled rv lead implanted. Everything was good except the lead had a higher threshold. The decision was made to cap and replaced the lead. The patient condition was stable, and the procedure went well with no complications.